Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "error message that displayed in the error window and will not clear" was confirmed during product evaluation. The root cause of this condition was assigned to a defective pumphead module unit (pmu). The pmu was replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device has been received by baxter united kingdom personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter UK that a colleague infusion pump experienced a malfunction of an error message that displayed in the error window and will not clear. This event had the potential to interrupt delivery. This event was reported to have occurred upon power up. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.